Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an uncomfortable pulling sensation in their left neck. The patient underwent a revision procedure wherein scar tissue was removed and the ipg was repositioned. The patient did well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three years ago. Block d6a: exact date unknown, ipg was implanted in 2018.